Event description:
The customer reported low sodium (na) and chloride (cl) patient results on their au480 clinical chemistry analyzer (pn b12183, sn (B)(6)). There was no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) was dispatched to the customer site. The fse identified the buffer syringe / buffer valve and ise mixer motor were malfunctioning. The fse replaced the buffer syringe, buffer valve, buffer valve tubing and the ise mixer motor to resolve the issue. Due to multiple hardware interventions performed, a definite component could not be identified as the sole contributor to this event, however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The customer was satisfied. No further action is required. Section a2, a4 & a5: information was not provided. The internal identifier is (B)(4).